Event description:
It was reported that (2) tct75 and (1) tcr75 were used during a right upper lobe wedge resection procedure. It was reported by the rep that during the procedure the tct75 failed to fire on initial load and the surgeon attempted to fire tct75 using a reload with no success. Only the first 4-6 staples fired before instrument locked out. The tct75 is being returned. The case was completed using a second tct75 which also did not fire on the initial load. This tct75 was discarded. There was no consequence to pt.